Event description:
The customer observed random prism drain time error messages generated on certain (B)(6) and/or (B)(6) samples when prism reaction tray lot 90579m500 was in use. The customer had another prism reaction tray lot in inventory and was advised to remove the suspect reaction trays and replace with the tray lot in inventory. The customer stated correct results were generated when the samples were re-run and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Prism 6 channel analyzer, list 6a36-04, serial # (B)(4). The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays.. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.